Manufacturer narrative:
Evaluation is in progress, but not yet concluded. No product was being tested at the time this was discovered. Unit has been tagged out of service since discovering this issue. Power manager pod assembly will be replaced for this issue.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the system 1 test fixture base will not run on battery. This issue was discovered when moving the base and it powered off when unplugged. There was no patient involvement.